Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer reported that buttons not responding buttons not responding. The customer reported that insulin pump had gotten repeated motor errors. The customer¿s blood glucose level was over 500 mg/dl. The customer¿s blood glucose level was 480 mg/dl and 520 mg/dl. Customer reported that the drive support cap appears normal. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed self test. No motor error alarm noted. Motor passed motor test.